Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4114 device not returned. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 22 may 2025 a 10mm amplatzer septal occluder was selected for implant using an amplatzer trevisio intravascular delivery system. During implant the occluder took on a cobra head shape. The occluder was not released from the delivery cable and was removed from the patient. The patient remained hemodynamically stable throughout the procedure. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information